Event description:
Stress incontinence started about one month after implant. Intense lower left quadrant started about 8 months after. Leg and joint pain started about a year and a half after implant. I now have fibromyalgia and chronic pain syndrome, pain in the vagina, pain in the pelvic area, trouble emptying bladder. Also have had frequent bacterial vaginosis. Also have a recto vaginal fistula with several failed surgeries.